Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during an attempted implant, the delivery catheter broke on the groove while using the universal slitter. In addition, the lead dislodged while removing the slitter. The physician elected to remove the lead and replaced with a new lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 407452 lead implanted: 2014-(B)(6), (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.